Manufacturer narrative:
Removal of device portion is not labeled. Bond separation is not labeled. No product was returned, so a physical eval could not be completed. Based on the photo supplied by the customer, the 1 cm flexible portion of the tip separated from the catheter. The photograph is not detailed enough to determine if the separation was due to a poor bond or due to some mechanical means. Based on evidence, we are unable to confirm the root cause of the separation. We will continue to monitor for similar complaints. No action taken due to low overall risk.

Event description:
The physician was going to shoot a retrograde and the flexi tip of the catheter broke off into the pt's bladder. The tip was retrieved from the pt using an alligator forcep. The catheter was removed and another open-end flexi-tip ureteral catheter from a different lot number was used to complete the procedure w/o further difficulty. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.